Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the physician attempted to remove the tip of the guide wire with a snare, but failed due to its small size. The procedure was not completed as the physician did not manage to successfully cross the target lesion, even after trying a cto non-bsc wire.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. Visual inspection was performed and the device presented a distal tip bend and partially detached, exposing the corewire tip, approximately 0.5cm. No evidence of corewire fractured. All the outer diameter (ods) and guidewire overall length taken were compared and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the physician attempted to remove the tip of the guide wire with a snare, but failed due to its small size. The procedure was not completed as the physician did not manage to successfully cross the target lesion, even after trying a cto non-bsc wire.

Event description:
It was reported that guide wire tip detachment occurred. The chronic totally occluded (cto) target lesion was located right below the popliteal artery. A 300cm straight tip v-14¿ controlwire® was advanced to the target lesion. However, the device was not able to cross the lesion after trying for 5-10 minutes. The physician decided to remove the guide wire out of the patient's body and found that the tip of the device was broken and was left inside the patient's body which could not be retrieved. The procedure was not completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).